Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placing the foley catheter attempted to drain water with a syringe, but since the distilled water did not drain, stopped using it.

Manufacturer narrative:
The reported event was unconfirmed. Visual: received 1 all-silicone temp sensing foley catheter with sample port connector, syringe and packaging label. Verified material number 119314, batch number mykq6340 and manufacturing lot number ngjy4781. Visual inspection noted the balloon was inflated upon return. The catheter balloon is inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe. However, asymmetric balloon was observed with balloon concentricity 90/10. The catheter balloon was inflated and also 10ml deflated in under 59sec.this is within specification per inspection procedure (B)(4), revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placing the foley catheter attempted to drain water with a syringe, but since the distilled water did not drain, stopped using it. Per notification from ucc on 17dec2025, it was reported that asymmetrical balloon was found during sample evaluation on 30oct2025.